Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an atrial pacing impedance measurement greater than 3000 ohms. A review of the stored data identified the measurements have been jumpy. A boston scientific technical services consultant discussed troubleshooting and potential reasons for the out of range measurement. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).